Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2022. The patient did not put the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external devices and the patient lost therapy.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.